Event description:
It was reported that during an endopyelotomy procedure, excessive bleeding occurred during the use of the b1005 acucise catheter. The pt received several blood transfusion units. No further inoformation has been received by amr.